Event description:
During preparation for use of the roller pump for a cardiopulmonary bypass procedure, the pump speed could not be adjusted using the local speed control knob. Pump speed could be controlled by use of the redundant speed control on the central control module. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not yet begun.